Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded discrepant pt/inr results on a patient when compared to the lab instrument. Customer did not provide the results from their lab instrument. Istat: pt/inr: 22.2/1.9, time: 11:15; pt/inr: 21.0/1.8, time: 11:21. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the incident was identified and linked to an investigation was completed on (B)(6) 2012 and a deficiency was identified. Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.